Event description:
It was reported that the handpiece was running on its own. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The handpiece was received for evaluation. Due to obsolete components and the fact that the handpiece is no longer repairable, the handpiece was scrapped.